Event description:
It was reported that product adhesive is not good.

Manufacturer narrative:
The associated complaint product was not returned for evaluation. Please find below the results of our investigation: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The retained sample was pasted onto the hand to perform a simulation test and it was found that the dressing remained in place. When the dressing was peeled back, it pulled up the skin due to the strong adhesive. The investigation did not find product defect or manufacturing process issue. The complaint sample was not available at this time. Once the sample received, an assessment will take place to make further investigation. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.